Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead. The analysis showed multiple abrasion marks along the lead. In particular 6.5 cm distal to the is-1 connector the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: it was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.